Event description:
The dr claims that the graft was implanted in 1998 for an aorto-left femoral bypass procedure. On 9/21/1999, the graft was found to be obstructed and percutaneous transluminal angioplasty [pta] with thrombolysis was performed. Due to the lesion not being dilated enough, that part of the graft (with the obstruction) was replaced in 1999, with a new 8mm hemashield graft. Intimal hyperplasia was noted within the explanted graft section. The remainder of the original graft and the replacement graft section were left in. The condition of the pt is unk at this time.

Event description:
Note: co has now learned that the pt was doing well.